Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to detached end cap. The motor passed motor test. The pump had missing end cap sticker, cracked case at display window corner, cracked lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer was not able to clear the alarm with the escape and act buttons. The customer stated that the pump was not exposed to high magnetic field. The customer used energizer alkaline battery. The customer will be sent a replacement pump.